Manufacturer narrative:
(B)(4) this report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications experienced described in the article? Does the surgeon believe there was any deficiency with the ethicon products (pds suture, prolene suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics. Citation: international urogynecology journal (2019) 30:1587¿1592. Doi: https://doi.org/10.1007/s00192-019-03957-2.

Event description:
It was reported via journal article: "title: twelve years¿ experience with fascia lata autograft to replace complicated anterior vaginal mesh" authors: jonia alshiek, charbel awad,eva welch, mehrsa jalalizadeh, s. Abbas shobeiri citation: international urogynecology journal (2019) 30:1587¿1592. Doi: https://doi.org/10.1007/s00192-019-03957-2. The study aims to report a 12-year experience with replacing transvaginal mesh (tvm) with fascia lata autograft. Between 2005 to 2017, 24 patients with mean age of 57.2 years (95% ci 53.2¿61.2), mean bmi of 25.8 (95% ci 24.4¿27.2) and median parity of 2.5 underwent transvaginal mesh (tvm) removal and replacement with a fascia lata autograft. The lateral edges of the fascia were brought together using 2.0 pds sutures (ethicon) 2 cm apart. Three 2.0 prolene sutures (ethicon) were placed along the length of the arcus tendinous, one in the sacrospinous and one or two in the vaginal cuff on either side and tying the sutures would bring the fascia to its desired position under the bladder. During the postoperative period, uti (n=4), urge continence (n=9), stress incontinence (n=5), inability to void (n=2), and low-grade fever (n=1) were reported. Fascia lata autograft for anterior compartment reconstruction due to tvm complications is associated with high safety and efficacy rates.